Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to undergo a cervical surgery due to c4-7 radiculopathy. During the surgery, the tip of rail bit broke. During the rail preparation, the surgeon tried to hand drill the bone per his usual arthroplasty technique but the bone was too dense. He then requested a stryker small power drill to overcome the hard bone and used it to drill the rails through the guide. After drilling, the drill was removed and it was noted by the surgical tech that the rail bit tip was broken. The surgeon took an x-ray and located the broken piece. Then he took a small drill at site of rail prep to perforate endplate. He then pried at the broken piece with small curettes, a dental pic, and a holding pin. The holding pin popped out the broken piece. The surgeon then proceeded to do an acdf (anterior cervical discectomy and fusion) at c6-7. No fragment of the broken rail bit remained in the patient. No patient complications were reported as a result of the event.